Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert intermittently. Customer¿s blood glucose value was 200 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.